Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The manufacturer received a voluntary medwatch (mw5111646) alleging the ventilator went inoperable while on a patient and stopped ventilating the patient.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated and manufacturer observed that system and display pcas both are missing from device.  The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were one error found.   The manufacturer concludes that they could not confirm the customer's allegation and there was no other findings, unit passed all test.

Manufacturer narrative:
A correction to h10 was made and should be: the manufacturer previously received a voluntary medwatch (mw5111646) alleging the ventilator went inoperable while on a patient and stopped ventilating the patient. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated and manufacturer observed that system and display pcas both are missing from device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were one error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no other findings, unit passed all test.